Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. After reprogramming, the device resumed normal function. The patient's condition post event was stable.